Manufacturer narrative:
Customer reported that their AED will not power on. The customer stated that they purchased the AED in (B)(6) 2024 and the battery just died. Although requested, the AED and battery pack associated with this complaint have not been returned and thus the root cause could not be determined. Should additional information become available a follow-up MDR shall be submitted.

Event description:
Customer reported that their AED will not power on. The customer stated that they purchased the AED in (B)(6) 2024 and the battery just died. They did not report that this event occurred during patient use.